Manufacturer narrative:
Multiple attempts were made to secure return of the device however no respond received nor has device been returned . Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported an acumen sensor had inaccurate blood pressures when connected to a hemosphere. Values were compared to the bedside monitors and cco swans in place. Compared to the hemodynamics on the pa catheter, the acumen sensor values were doubled. It was noted that the patient clinical picture did not match the acumen hemodynamics. Troubleshooting included exchanging sensor, pressure cable, and hemosphere monitor. Waveform was properly damped and transducer was properly placed. No allegations of patient injury reported. Multiple attempts were made for additional details. No response received. Hospital occurrence, date of event, and product availability for return is unknown. Patient is (B)(6) years old with hx htn, dm post op cab 3v bypass on no vasopressors or inotropes.